Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during bolus deliveries. The contact reported that initially the supplies were changed and insulin resumed. Later, another bolus was delivered when the second occlusion alarm occurred. The customer experienced a blood glucose (bg) glucose level of 400 (mg/dl). The bolus was delivered to address bg levels. No additional information was provided on the reported event.